Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was chasing his son down an alley and he fell on the insulin pump. The bottom of the insulin pump was coming off, there was a hole on top of the screen, and another hole above the top arrow key. Customer's blood glucose level was not reported. The infusion set showed signs of damage. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.